Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose of 374 mg/dl and 46 mg/dl. Customer¿s current blood glucose at the time of high blood glucose level was 161 mg/dl and at the time of low blood glucose level was 242 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose level. The customer treated with food. Troubleshooting was done for high and low blood glucose and under and over delivery. Based on customer report customer does not allege the insulin pump was over delivering. The insulin pump will not be returned for analysis.